Event description:
Reporter alleged the needle from the multiclix lancet device protrudes outside the end of the cap after it has been fired. Reporter stated she put a band-aid on her finger afterwards. No other actions or treatments were reported. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.